Event description:
Nurse was attempting to administer dexamethasone IV and connecting the secondary tubing to the y-site, the tubing on the secondary tubing became disconnected right below the chamber. The lot # is (10)20043357 and expiration date is 04/13/2023. I have the tubing in a bag in the med room in the infusion suite for reference. Medication did not enter tubing at all, it happened when I was priming the tubing with normal saline. FDA safety report ID # (B)(4).